Manufacturer narrative:
In reference to your e-mail request dated 2023-09-28 concerning complaint#: (B)(4) (your reference: 8010762-2023-00387), we can provide the following information: we confirm that the cardiohelp device was repaired by getinge sales and service unit. A root cause could not be determined during this repair except of a replacement of the hmi board. And therefore we have requested the defective hmi board back for investigation at the manufacturer on 2023-09-08. The device has been dispatched from getinge us repair center to getinge us warehouse on 3rd october 2023. It will be dispatched further to manufacturer in germany on 5th october 2023. As soon as it has been received, we will initiate necessary steps and investigation. A timeline will be submitted in a follow up report as soon as the device is received in our laboratory. Until now the board has not been received yet.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
In reference to your e-mail request dated 2023-09-28 concerning complaint #(B)(4). (Your reference: 8010762-2023-00387), we can provide the following final information: it was reported that the screen started flickering and then went black. Further it was reported, that smoke came out on where the power cord is plugged into cardiohelp. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair. The user interface hardware update kit, hmi board and inverter board were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The user interface hardware update kit was returned to manufacturer. The hmi board (as part of the user interface hardware update kit) was investigated by getinge life-cycle-engeneering on 2023-10-17 : on visual inspection the defective capacitor was confirmed. The defective capacitor was removed and tests were performed with the remaining components, all tests were passed successfully, no damages were confirmed with them. The most possible cause of the smoke from the ch and the display flickering or failing is probably a statistical failure of the capacitor, which burned and caused a short circuit. This led to a voltage drop on the backlight inverter board, which is usually responsible for the power supply of the display. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter 5.6.1 "check before every application" the touch screen must be checked before use. The cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The device was manufactured on 2014-09-08. The review of the non-conformities has been performed on 2023-10-18 for the period of 2014-09-08 to 2023-08-07. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure " the screen started flickering and then went black" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair. The user interface hardware update kit, hmi board and inverter board were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the screen started flickering and then went black. Further it was reported, that smoke came out on where the power cord is plugged into cardiohelp. The cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).